Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-mar-2023. H6: investigation summary: forty-one sealed samples were provided to our quality team for investigation. Upon visual evaluation, no defects or imperfections observed. Further analysis was performed, each sample was connected to a syringe with saline solution, all samples expelled the solution with normal flow. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s previous investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 10 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "I have been getting increased complaints from clinical end users about the 25gx 1¿ needles, mnfg 305916 and being able to push fluids through them. "

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "I have been getting increased complaints from clinical end users about the 25gx 1¿ needles, mnfg 305916 and being able to push fluids through them."